Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00096 follow up 1: screw 1, 3025141-2021-00112: screw 2, 3025141-2021-00113: screw 3, 3025141-2021-00114: screw 4, 3025141-2021-00116: plate.

Event description:
Screws were used to secure a bone plate to a fractured bone. At some point post op, multiple screws broke. During the explant surgery, more screw heads broke off, the screws stripped and the removal tools did not work. There were a total of 5 broken screws which were smoothed down and left implanted in the bone. There was a 20 minute delay in surgery to deal with the situation.